Event description:
It was reported that the patient had a micl 13.2mm implantable collamer lens implanted in the left eye on (B)(6) 2008. As part of the post market study, the patient reported he has developed a cataract. The doctor's office was contacted and they confirmed that on (B)(6) 2010, the patient was diagnosis with a anterior cortical cataract. Visual acuity at last post-op visit was 20/25 -1. The icl remains implanted.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).